Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after feeling vibratory alert. Upon interrogation, the right ventricular lead had increasing impedance since (B)(6) 2018. The patient was stable and would continue to be monitored.